Event description:
It was reported that the patient underwent a surgical procedure to move this balloon because of a hernia that caused the balloon to become misplaced. During the procedure, the physician got a suture in the balloon; therefore, the component was removed and replaced. There were no patient complications reported.